Event description:
It was reported the patient had a staph infection at the device pocket and extension location. The infection was diagnosed on 2015-(B)(6) and the patient had symptoms of puffiness and puss. Perioperative antibiotics had been administered and the patient did not have meningitis. The implantable neurostimulator (ins) and extensions were explanted and antibiotics were given to the patient. The patient and infection were improving.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), explanted: 2015-(B)(6), product type: extension. Product ID: 3708660, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0nplb, implanted: 2014-(B)(6), product type: lead. (B)(4).